Event description:
The account reported that when the bed was plugged in the head of the bed would go up with no buttons being pressed. The bed was located in the repair area at the facility. (B)(4).

Manufacturer narrative:
The technician trouble shot the bed and found the cause was a defective left patient side rail board. The technician replaced the left patient side rail power control board assembly to resolve the issue. Based on this information, no further action is required.